Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose levels. The customer's blood glucose level was low in the night after dinner it went from 68 mg/dl to 48 mg/dl and that morning blood glucose level was 50 mg/dl when she woke up. The current blood glucose level was 264 mg/dl. The customer had been using the insulin pump within 48 hours of high blood glucose level. She ate cookies, biscuits and sausages to treat low blood glucose level. The drive support cap appeared normal. The insulin pump will be returned for analysis.